Manufacturer narrative:
The facility did not provide a sample, lot number or any identification traceable to the mfg process. (B)(4).

Event description:
Adverse event(s): "no pt harm" (no consequences or impact to pt). Product problem(s): "product would not deliver out of the cannula" (delivery system failure [injection system]). A facility reported the product would not deliver out of the cannula. There have been approx three to five similar events. There has been no pt harm. There are no lot number, pt identifiers or specific dates for these events. There are two medical device reports being filed for this reporter at this time. This report is for the events with the unk lot numbers.